Event description:
It was reported that the asymptomatic patient presented in clinic with non-sustained lead noise due to post-paced t wave oversensing. The oversensing was noted on a stored egm. Programming changes were made. Patient was fine.